Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was in the 40's mg/dl. Customer attempted to self-treat with a glucagon injection, however went to the emergency room and admitted to the hospital. Customer was treated intravenously with fluid of saline. Customer was released (B)(6) 2024 from hospital with issue resolved and no permanent damage. System check with tandem technical support confirm pump was functioning as intended.